Event description:
The customer reported during an infusion, smoke was visualized by the patient care technician. There was a very strong odor of something burning and the unit was very hot to the touch, so it was immediately turned off. There was no patient or staff harm. No further patient or event information was provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.